Event description:
It was reported that the device was at elective replacement indicator (eri) less than four years after implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis confirmed the low battery voltage. When the device was powered by an external supply, it was fully functional with nominal system current drain. Since there was no evidence of a high current drain condition, the cause of the rapid battery depletion was not determined. No hybrid anomalies were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.